Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an axium framing coil detached prematurely. The patient was being treated for an aneurysm. Patient blood flow and vessel tortuosity was normal. The devices were prepared according to the instructions for use (IFU).  The physician wanted to tread a wide neck aneurysm. An echelon microcatheter was already in place into the aneurysm and a scepter ba lloon from microvention was placed in the artery in front of the aneurysm. He introduced a frame coil 4-12 into the microcatheter and was able to push 3 loops into the aneurysm. Because a coil loop protruded in the vessel, he resheathed the coil. He found that the coil already been detached. He was able to push the remaining coil loops that were still in the microcatheter into the aneurysm with the push wire. He was also able to implant an acclino stent over the lying scepter balloon. The coil loops were thereby pressed into the aneurysm. He finished the procedure by implanting more coils without any problems. The coil remains implanted at the intended location. The pushwire was not bent or broken. There was no friction or difficulty during delivery. The physician did reposition the coil one time. He did not attempt to detach the coil. He did not rotate the delivery pusher during the procedure. Continuous flush was administered during the procedure. No symptoms were reported.